Manufacturer narrative:
This is a case whereby the customer performed the xpert sars-cov-2/flu/rsv plus test and obtained a negative for all targets. The customer then performed a rapid antigen test, ultra flu, and obtained a positive flu b. There is a note that the patient was diagnosed with flu b the week prior. Unable to confirm further details. Xpert sars-cov-2/flu/rsv plus CT 0.0, epf 3. An internal investigation was completed, and no other discrepant cases were found with lot 31509. There is no observable trend of complaints associated with this lot. Despite multiple attempts, cepheid has been unsuccessful in connecting with the customer. The determination is a false negative, with an inconclusive cause. Due to limited information, cepheid cannot rule out malfunction. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. Customer collected a nasal sample from patient on (B)(6) 2025. On (B)(6) 2025 at 15:37, the sample was run on xpert sars-cov-2/flu/rsv plus lot 31509 which resulted in sars-cov-2 neg, flu a neg, flu b neg, rsv neg. This result was not reported to the physician. Sample was processed per pi. The customer collected a second nasal sample from the patient on (B)(6) 2025 at 16:45. This sample was ran on ultra flu kit - rapid test on (B)(6) 2025 16:50 which resulted in flu b positive. This result was reported to the physician. Sample was processed per pi. The patient presented as symptomatic with flu like symptoms. The customer was told that the patient was positive for flu b a week prior but still had a lingering cough. There was no impact to the patient. The customer reported concern that the lot is the issue as they feel the issue has improved since changing lots. The customer did not report the sample collection time for the xpert sars-cov-2/flu/rsv plus test but stated these are collected about 10 minutes before test start time. Customer is questioning negative results when patient is symptomatic due to seeing this occurrence before. Customer uses all on-label cleaning procedures and qc run the same day with success. No test reports available for the rapid test. Customer said these are collected about 5-10 mins after result from genexpert is given. Customer then performs the rapid test, almost immediately after collection.